Manufacturer narrative:
(B)(4). Reported problem was confirmed in the customer returned device logs because the alarm was identified in the log. However, the issue could not be confirmed through the sample evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that a home patient (hp) had a high drain alarm which occurred on a homechoice (hc) device during use, patient connected. This indicated the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The hp stated that they got other unrelated alarms, and then when they turned the hc on, they received the high drain alarm. The technical service representative (tsr) reviewed the alarm log for therapy cycle readings and advised the hp to continue with manual supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the report.

Manufacturer narrative:
(B)(4). The device passed functional and electrical testing. Testing indicated that all pressures were correct and stable. A short simulated therapy was performed and completed successfully. The increased intra-peritoneal volume (iipv) issue could not be duplicated. No problems were found during internal inspection. No failure or malfunction was identified that could have caused or contributed to the reported issue. The cause was determined to be a false empty detect and use error with the initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.